Event description:
It was reported on the post-op x-ray that the post on the 36mm impactor provisional had broken off into pt.

Manufacturer narrative:
(B)(4). Eval summary: as returned, the liner impactor exhibits fracture at the base of the post. The fractured post was not returned for review. The usage history of the device is unk as well as how it was aligned before impaction. The root cause of the issue is unk but a likely contributor to failures of this nature is off-axis impaction. The device has a potential field age of approximately 2 years and 9 months. The device was found to meet print specification and the device history records are conforming, indicating the device was manufactured, inspected and packaged to specification. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.